Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was selected for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the physician attempted to implant the stent graft. When opening the sterile packaging, the physician noticed that the thumb wheel at the distal end of the delivery system was broken. There was no damage noted to the shipping container prior to unpacking the device. The physician decided that the device was compromised, and decided to use a different device for the procedure. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
The device was returned and an evaluation completed. The event was confirmed; the thumbwheel was detached from the delivery system. The root cause of the event could not be conclusively determined during analysis. (B)(4).